Event description:
Boston scientific crm received information that this 4136 ventricular lead was exhibiting sensing issues and loss of capture, however, the pt had their own a-v conduction so no adverse pt effects were reported. The boston scientific crm sales rep (sr) stated the lead was repositioned from the right ventricular septum to the apex with no further complications the following day. The lead was repositioned and remains in service to this date. No further info is available at this time. If additional info should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.